Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the insulin gauge was observed to be fluctuating. No reported adverse impact to the customer's blood glucose. Tandem technical support (cts) reviewed pump data logs and found no fluctuation of pump insulin gauge. Multiple attempts were made by cts to follow up with the customer however all were unsuccessful.